Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There was no report of any damage observed to the device prior to the procedure which may suggest that a product quality issue did not contribute to the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other 2.8x19 rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the proximal circumflex (cx) coronary artery. An attempt was made to advance two rx graftmaster covered stent systems (both 2.8x19 size), however, each 2.8x19 rx graftmaster failed to cross to the perforation due to patient anatomy and were, thus, each withdrawn. There were no other issues with these devices. A 2.8x16 rx graftmaster was deployed at 14 atmospheres and the perforation was sealed. Reportedly, use of all of the graftmaster devices did not cause or contribute to complications or adverse events and there was no occurrence of a clinically significant delay. No additional information was provided.